Event description:
The patient was implanted with a consensus knee system on (B)(6). In a (B)(6) post-op x-ray, the ps tibial insert appeared to be dislocated from the base plate. A revision surgery was performed on (B)(6) in which the dislocation of the insert was confirmed, it was explanted, and a new insert was implanted.

Manufacturer narrative:
Mated cks component information: tibial baseplate, stemmed, cocr np, size 3; item #2581-0-0003, lot #473802.